Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the replacement line of three (3) prismaflex m100 sets appeared to be pulling air during the same continuous veno-venous hemodiafiltration (cvvhdf) treatment. The first two sets were replaced. Troubleshooting was performed when the issue was noted with the third set. Therapy had been running for about 1.5 hours at the time of the event. The reporter indicated that the baxter dialysis machine had presented a flow problem (replacement) alarm and an alarm related to loss limit reached. The deaeration chamber was very full, and the customer was unable to decrease the level. The replacement line was filled with air bubbles, even after changing the bag and re-spiking several times. The customer tried re-spiking the bag with a new spike. The customer stated that they could see some replacement fluid coming from the bag through the line; however, after the fluid got halfway up the line between the bag and pump, it moved back down into the bag and the line was filled with air again. The customer tried temporarily increasing the replacement flow rate, but the air did not clear. The customer attempted to decrease the deaeration chamber level to determine whether there was a clot in the chamber, but the fluid level would not decrease. Return and filter pressures were found to be in the normal operating range. The customer was assisted with manually decreasing the chamber level. The air was cleared from the line and replacement solution appeared to be flowing. However, after several minutes the deaeration chamber filled again and the replacement line filled with air again. The tubing appeared to be loaded in the pump properly and no kinks, clamps, or obstructions were found. The treatment was ended and the blood in the circuit was returned to the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.